Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited an e315 (non-compatible endoscope) error code. Event occurred at reprocessing. There was no patient involvement.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited no image. There were no reports of patient involvement.